Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as expected. Two weeks later, a revision surgery was performed and the pump connector was found to be cracked. Therefore, the pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient improved and has a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported broken connector could not be confirmed as the connector was not returned for analysis. However, the pump failed the deactive state test; likely contributing to the reported event . Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump connector was not returned for analysis. The pump was functionally tested and failed valve deactive state test. Product analysis concluded these valve deactive state issues could affect the functionality of the device and the reported of mechanical issue. Product analysis was unable to confirm the reported allegation related to a connector break. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as expected. Two weeks later, a revision surgery was performed and the pump connector was found to be cracked. Therefore, the pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient improved and has a stable outcome.